Event description:
It was reported that during the surgery, it has been noticed that the trial cup holder was reversed (the curve for the "mini open" approach is reversed). The surgeon was not able to impact the trial cup. It was further reported that the trial head couldn't move with the trial insert. The trial head was jammed by the joint. The surgeon had to implant the definitive cup without trial. It was further reported that when the surgeon began to suture the patient, he noticed that there were blue plastic fragments in the patient's body.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. This is the same patient/event as MFR.#9610669-2009-00002.